Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application failed to launch due to full c drive, causing blue screen and no remote access. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was freezing up constantly and the application was shutting down itself. A field service engineer (fse) logged into the station, then verified that the system was frozen for about 10 seconds right after entering the username, then allowed typing to continue. The station also got stuck on shutdown or restart screens. The event viewer was checked and showed errors indicating that a pointer device had no information about the monitor it was attached to and that wmi had crashed. The touch screen was recalibrated, and human interface devices were disabled and re-enabled. The winmgmt services were stopped and restarted, and core wmi dlls were re-registered before rebooting the station. Wim consistency was verified and found to be good, and a sfc /scannow check also returned no issues. A new power supply was installed, which resolved the problem of the station hanging during restart or shutdown. The aio, docking board, and ssd sata cable kit were replaced with newer versions, and the station worked for about 45 minutes before freezing again. The ssd drive was then replaced, the station was reimaged, and configuration was completed. The network was set to half-duplex speed instead of auto-negotiation. The station was monitored for an hour with no issues, and the customer tested it successfully without any problems. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application failed to launch due to full c drive, causing blue screen and no remote access. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.